Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml bupivacaine at a dose of 6.4 mg/day and 25 mg/ml morphine at a dose of 8 mg/day via an implantable pump for non-malignant pain, arachnoiditis, and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log report showed that a motor stall occurred. It was confirmed that the logs showed no motor stall recovery and the stall occurred on (B)(6) 2017. The patient did hear an alarm over the weekend. The patient had withdrawal symptoms including vomiting. There were no further complications reported.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-19. The healthcare provider (hcp) turned the pump to minimum rate on (B)(6) 2017. The patient¿s weight was unknown and the patient would not provide. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.